Event description:
The customer reported to olympus, the telescope oes elite had a broken or defective or damaged components. The customer states they dropped it. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found bent outer tube with corrosion on directional pin; scratches on the distal end; broken lens in the optical system and debris in the eyepiece window glass. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Olympus confirmed a broken lens in the optical system. The investigation determined that it was most likely that the corrosion indicates an improperly executed reprocessing. All other issues probably stem from the fall which was reported by the customer and are thus the result of improper handling of the affected device. However, based on the information obtained from the investigation result, a root cause and occurrence cause could not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.